Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An operation room staff reported that during a cataract extraction with intraocular lens (iol) implant procedure, a small crack or blemish on the periphery of a lens that was not near the haptic nor the center of the optic and in both cases they felt that it was safe and reasonable to leave in the eye. Additional information was requested, but further no information was available.